Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The insulin pump had missing end cap sticker. Analysis was unable to verify for motor error alarm due to no button response. The motor passed motor test. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.